Event description:
Retained section of catheter removed from pt during paracentesis. Catheter section of white, approximately 6 inches with a fairly straight section and a sloped section. Catheter with markings of "10" and a plain black circular marking. Pt in for evaluation of small bowel obstruction. Ultrasound done. Paracentesis of 3-4, 000 cc aspirated as well as removal of 6 inch fragment of white catheter from abdominal cavity during paracentesis. Family currently has 6 inch section of catheter.